Manufacturer narrative:
(B)(4).

Event description:
Received information that two extensions attached to a 5-6-5 surgical lead could not be inserted into the ins. The first channel (0-7) was not permeable. The extension would not advance beyond the third or fourth electrode. Both extensions were tried without success. A thin metal object was inserted into the channel. This could be advanced all the way, but experienced some resistance in the same spot as the extension did. The ins was replaced with another of the same model and worked fine. No harm to the patient and patient is doing fine.